Event description:
Philips received a complaint on the v60 ventilator indicating that the power cord was failing the electrical safety test. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. In a good faith effort (gfe) response received from the bme on 08may2024, it was clarified that the power cord had twists along it and had failed the electrical safety test. The bme replaced the power cord to resolve the reported issue. The bme confirmed that full preventative maintenance and performance verification testing was completed. The device passed all testing following the part replacement and was returned to use.